Manufacturer narrative:
The device used in this case was not returned. A device history record review was conducted for the handpiece in question. The handpiece was released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: 1. Use caution not to perforate the uterine wall when sounding, dilating or inserting the minerva disposable handpiece. 2. Excessive force applied during placement of the minerva disposable handpiece may result in tissue injury including perforation. 3. Although designed to detect a perforation of the uterine wall, this test is an indicator only and it might not detect all perforations. Clinical judgement must always be used. The relationship between the device and the reported adverse event could not be established.

Event description:
A pre-menopausal woman suffering from menorrhagia secondary to aub underwent a minerva procedure. Information on sounding length and pfa length setting is not available. The device was inserted and deployed. Degree of device deployment (red vs green) is unknown. The uit was initiated, and passed successfully on first attempt. The ablation cycle started and was completed without interruption. Post-ablation hysteroscopy was not clear and somewhat cloudy. The patient was discharged shortly after the procedure. Next morning the patient reported abdominal pain. Wbc = 9.6. CT scan was performed and no air was seen in the abdominal cavity. The patient was observed for four hours. The decision was made to perform diagnostic laparoscopy. A perforation in the uterine cornu and sigmoid colon were identified. Some blanching was also seen on the small bowel. Bowel resection and end-to-end anastomosis was performed. The patient recovered fully and was discharged.